Manufacturer narrative:
Event description updated to reflect device relationship to hydrophallus. The device history record (DHR) confirmed that the devices met all material, assembly and performance specifications. The subject device is not available; therefore, physical as well as technical analysis could not be performed. Based on review of all the information available the patient existing condition is responsible for the adverse event, and the use of the device has neither caused nor otherwise influenced this condition/disease. An evaluation conclusion code of adverse event related to patient condition was assigned to this event.

Event description:
During the procedure the fiber was guided to the prostate tissue. A single fiber was used during treatment. The energy delivered during the procedure was 293438 joules. Post procedure voiding trial was successful. It was reported that a day post the index procedure, the patient had abdominal pain, odynuria, and hydrophallus (urogenital edema) prolonging hospital stayed. The abdominal pain resolved the same day. Three days post procedure, the patient urethral opening oozed out blood (genitourinary). The patient was prescribed 1 table of 0.1g imrecoxib, pfizer pharmaceuticals llc,200mg and 25mg table of indomethacin. The patient was discharged from the medical facility 5 days post the index procedure. The patient symptoms of hydrophallus was reported to have resolved 19 days post procedure, the odynuria resolved 28 days post procedure and the blood oozing from the urethral opening resolved 48 days from onset of symptom. All adverse events resolved without residual effects. Per the electronic data center (edc), the investigator assessment of the relationship to the index procedure for the patient symptoms of abdominal pain and blood oozing from the urethral opening were assessed as possibly related. The patient symptom of odynuria was assessed as probable related. The patient symptom of hydrophallus (urogenital edema) was assessed as unlikely related to the device and not related to the procedure.

Manufacturer narrative:
The device history record (DHR) confirmed that the devices met all material, assembly and performance specifications. The subject device is not available; therefore, physical as well as technical analysis could not be performed. Based on review of all the information available the patient existing condition is responsible for the adverse event, and the use of the device has neither caused nor otherwise influenced this condition/disease. An evaluation conclusion code of adverse event related to patient condition was assigned to this event.

Event description:
During the procedure the fiber was guided to the prostate tissue. A single fiber was used during treatment. The energy delivered during the procedure was 293438 joules. Post procedure voiding trial was successful. It was reported that a day post the index procedure, the patient had abdominal pain, odynuria, and hydrophallus (urogenital edema) prolonging hospital stayed. The abdominal pain resolved the same day. Three days post procedure, the patient urethral opening oozed out blood (genitourinary). The patient was prescribed 1 table of 0.1g imrecoxib, pfizer pharmaceuticals llc,200mg and 25mg table of indomethacin. The patient was discharged from the medical facility 5 days post the index procedure. The patient symptoms of hydrophallus was reported to have resolved 19 days post procedure, the odynuria resolved 28 days post procedure and the blood oozing from the urethral opening resolved 48 days from onset of symptom. All adverse events resolved without residual effects. Per the electronic data center (edc), the investigator assessment of the relationship to the index procedure for the patient abdominal pain, hydrophallus (urogenital edema) and blood oozing from the urethral opening were assessed as possibly related, for the patient symptom of odynuria as probable related. No further information is available.

Manufacturer narrative:
Event description: updated to reflect prolong hospitalization for the hydrophallus (urogenital edema), assessment change by the investigator as possible relationship to the procedure, as well as medication prescribed to the patient.

Event description:
During the procedure the fiber was guided to the prostate tissue. A single fiber was used during treatment. The energy delivered during the procedure was 293438 joules. Post procedure voiding trial was successful. It was reported that a day post the index procedure, the patient had abdominal pain, odynuria, and hydrophallus (urogenital edema) prolonging hospital stayed. The abdominal pain resolved the same day. Three days post procedure, the patient urethral opening oozed out blood (genitourinary). The patient was prescribed 1 table of 0.1g imrecoxib, pfizer pharmaceuticals llc,200mg and 25mg table of indomethacin. The patient was discharged from the medical facility 5 days post the index procedure. The patient symptoms of hydrophallus was reported to have resolved 19 days post procedure, the odynuria resolved 28 days post procedure and the blood oozing from the urethral opening resolved 48 days from onset of symptom. All adverse events resolved without residual effects. Per the electronic data center (edc), the investigator assessment of the relationship to the index procedure for the patient abdominal pain, hydrophallus (urogenital edema) and blood oozing from the urethral opening were assessed as possibly related, for the patient symptom of odynuria as probable related. No further information is available.

Event description:
During the procedure the fiber was guided to the prostate tissue. A single fiber was used during treatment. The energy delivered during the procedure was 293438 joules. Post procedure voiding trial was successful. It was reported that a day post the index procedure, the patient had abdominal pain, odynuria, and hydrophallus. The abdominal pain resolved the same day. Three days post procedure, the patient urethral opening oozed out blood (genitourinary). The patient was discharged from the medical facility 5 days post the index procedure. The patient symptoms of hydrophallus was reported to have resolved 19 days post procedure, the odynuria resolved 28 days post procedure and the blood oozing from the urethral opening resolved 48 days from onset of symptom. All adverse events resolved without residual effects. Per the electronic data center (edc), the investigator assessment of the relationship to the index procedure for the patient abdominal pain and blood oozing from the urethral opening were assessed as possibly related, for the patient symptom of odynuria as probable related, and for the hydrophallus as unlikely related.